Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The legal manufacturer for this product, aesculap, will review the event and determine reportability. They will report to the food and drug administration and any other authorities as deemed necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ob/gyn lap case the surgeon could not get the grasper device open in the abdomen so it was removed from the patient, they attempted to open and close the grasper outside the patient and it fell off completely onto the sterile mayo stand. The procedure was successfully completed without a significant delay using a new grasper. No other complications were reported.